Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 78 mg/dl. Reportedly, the customer loaded a new cartridge and will return the original cartridge. Customer declined further follow up from tandem technical support.